Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage as well as leak insulin. Customer's blood glucose value 120 mg/dl, 371 mg/dl and 58 mg/dl. The customer was assisted with troubleshooting. Customer stated that the reservoirs kept slipping, the blue part kept staying in and making the vial leak insulin. The device will not be returned for analysis.